Event description:
On 5/11/2023, it was reported by a sales representative via email that an ar-13995n multifire scorpion needle tip broke off after the twelfth or thirteenth pass of the swivelock suturetape. The surgeon attempted to locate the broken tip using an x-ray, to remove it, but it could not be found. The case was completed with the broken tip inside the patient. This was discovered during an open rcr procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint is confirmed based on the customer-provided photo, which displays the broken needle tip. The most likely cause of this is misuse due to not following dfu-0392-sub-eo for the uses listed.